Manufacturer narrative:
It was reported that while the nurse, along with two other staff members, were laterally transferring a patient (weight not reported) using the inflatable glide sheet, the sheet did not inflate properly. This resulted in additional force for the staff to move patient from bed to CT scan table. Reportedly, the inflatable glide sheet does not "float" patient even after 15 seconds of inflation. It was denied that patient sustained any injuries related to this event. After the event, patient was transferred back from CT table to bed using slider board with three staff assist. The inflatable glide sheet reportedly did not have any rips, tears or holes and this was the first time that the glide sheet was used. The nurse who developed back strain reportedly remains under medical care and physical therapy at this time. Due to the reported back strain which required physical therapy, this medwatch is being filed. A sample has not been received for evaluation. A root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the glide sheet did not inflate properly requiring additional force for the staff to move patient. A nurse reportedly developed back strain, which required physical therapy.